Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported pain. Patient presented with pain, explanted after 3 months for persistent pain. Symptoms as a result of the event: pain, inflammation.

Manufacturer narrative:
Zimvie received one (1) tsv4b11, implant, tapered screw-vent, 4.1mm collar, sbm, 11 mm l for evaluation. Visual evaluation was performed. Slight wear however no damage to the implant was identified that would cause or contribute to the event. Markings due to the removal process. DHR review was completed for the subject lot number 1254413. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1254413 for similar events and no other complaints was identified. Review completed utilizing keywords: ¿dental: medical: pain¿ . The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz rev 4, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did not occur. Slight wear however no damage to the implant was identified that would cause or contribute to the event. Markings due to the removal process. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie did not receive one (1) tsv4b11, implant, tapered screw-vent, 4.1mm collar, sbm, 11 mm l for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 1254413. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1254413 for similar events and no other complaints was identified. Review completed utilizing keywords: ¿dental: medical: pain¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz rev 4, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction could not be verified without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h3: changed "yes" to "no" h6: entered evaluation codes h10: added manufacturer narrative. H3 other text: device was not returned.

Manufacturer narrative:
Zimvie received one (1) tsv4b11, implant, tapered screw-vent, 4.1mm collar, sbm, 11 mm l for evaluation. Visual evaluation was performed. Slight wear however no damage to the implant was identified that would cause or contribute to the event. Markings due to the removal process. DHR review was completed for the subject lot number 1254413. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1254413 for similar events and no other complaints was identified. Review completed utilizing keywords: ¿dental: medical: pain¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz rev 4, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did not occur. Slight wear however no damage to the implant was identified that would cause or contribute to the event. Markings due to the removal process. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.